Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter prefix, other occupation, section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a scheduled drug that was supposed to be a pr end drug. A technical support specialist dialed into the server, checked and found 2 orders were created under the same med ID. The customer justified that they had kept the first order on hold for investigation of the issue and created the second order as it was showing correctly. Later, the technical specialist checked and confirmed that both the orders were tied with the frequency code q6h, which scheduled for every 6 hours. The technical specialist reasoned out for the scheduled meds and followed up with customer for confirmation. Since, no response received, proceeded to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station items was showing scheduled drug. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station items was showing scheduled drug. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.